Event description:
Customer reported: the second circuit was a replacement circuit for the first one ((B)(4)). Ventilator circuit found to be cracked and sheared off in the same spot as this prior incident. Circuit was again changed. It appears that both of these circuits shared the same problem. The extension tubing was not used in this particular case. The plastic piece that inserts into the patient wye cracked and sheared off at the patient wye creating a massive leak, caused a ventilator alarm and disconnection from the ventilator. Both circuits are from the same lot number. Additional information received on (B)(4) 2013: there was no harm to the patient. The sample is in risk management here and not available for review.

Manufacturer narrative:
(B)(4). Investigation summary: no sample was available for evaluation. However, a picture was received, where we could observe the crack/shearing of the product. A review of the production record was performed and indicated that the product was made of k-resin material. Carefusion has implemented a project plan of a material change to polycarbonate material in the efforts to decrease the likelihood of cracking/shearing. The preliminary plan proposes optimization of the molding parameters and implementation of a stress test of all incoming raw material. The material of the product for this complaint was manufactured prior to implementation of these corrections.